Event description:
While performing a total hip procedure the surgeon prepared the femur to accept a size 9 component, the bone cement was mixed for 90 secs and inserted into a cement gun cartridge, the surgeon noted that the cement was still very runny at approx 7 mins, the stem was inserted but could only seated 50% into the canal, the cement was hard at 8 mins. The stem had to be removed, the cement could not be removed so a size 6 component was used.